Event description:
It was initially reported that the patient would be having a generator replacement. During surgery when the new generator was connected to the new generator high impedance was received. Troubleshooting steps were taken, but the high impedance was not resolved. The company representative contact the neurologist office after the high impedance was received and they said that something came up red on diagnostics in (B)(6) 2011, but they did not recall what was red. Since the patient had has multiple lead replacements and the surgeon did not feel comfortable with taking any of the leads off the nerve, he did not feel there was adequate room to place another lead. The new generator was left attached and programmed off. X-rays will be taken, but will not be sent to the manufacturer for review. The family was informed of the situation and there are currently no plans to replace the lead. Good faith attempts for product return have been unsuccessful to date.

Event description:
Additional information was received on (B)(6) 2012, when product analysis was completed on the explanted generator. The generator was confirmed to be at end of service in the product analysis lab; an open can measurement of the battery voltage determined that the battery was depleted. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The device performed according to functional specifications of the current automated post burn-in test and analysis of the generator in the product analysis lab concluded that no abnormal performance or any other type of adverse condition was found with the generator.

Event description:
Additional information was received on (B)(6) 2012, when the patient's explanted generator was returned to the manufacturer for product analysis. Product analysis is still underway and has not yet been completed.